Event description:
Acct. Reports that the stopcock leaked. States as a result, the baby (500gms) lost approx. 25cc of fluid and the baby's blood sugar dropped. States baby recovered after a bolus of fluid and is currently doing fine. No serious injury or death occurred.